Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose value was unknown at the time of the incident. The insulin pump had diminished battery life the batteries lasted for less than 7 days and it rejected new batteries. The customer also reported that the insulin pump had random no insulin delivery alarms. The insulin pump had erased when putting in a new battery and the customer had to reprogram. The device will not be returned for analysis.